Manufacturer narrative:
(B)(4). Date sent: 6/25/2024. D4: batch # unk additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? -yes if yes: did the device deliver any staples? -yes if yes, were the staples formed properly? -yes if yes, was the staple line complete? -0yes did the device cut? -yes if yes, was the cut line complete? -no, partial cut if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? -no if yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known?? -unknown was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number a9eh99, and no non-conformances were identified as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a9eh99, and no non-conformances were identified

Event description:
It was reported that the device could not be used. Another device was used to complete the procedure. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2024. Additional information was requested and the following was obtained: cartridge used with stapler: gst60b, lot number: unk.